Event description:
An attempt to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery via the left main artery, was unsuccessful' the sds would only advance half way to the target lesion site. In an unsuccessful attempt to further advance the sds, the physician retracted the sheath to obtain a lower profile. The sds was subsequently withdrawn from the pt and the physician noted that the stent was missing from the balloon catheter. The stent was successfully retrieved from the circumflex artery utilizing a target therapeutics snare. There were no clinical sequeale reported relative to this event.